Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient has had lots of issues with everything so far. This was clarified as the patient having issues with the implant intensity going up all by itself. He could be sitting still with the implant on and comfortable, but it will shoot up and the stimulation will be so high and unbearable. The manufacturer representative checked the device on 2 different occasions and said that everything was working fine, but did not know why it was doing that. The patient reported that the stimulation increased by itself and was unbearable stimulation at least once in 2015 and at least once in 2016. The patient had an appointment with his physician on (B)(6) 2016 and needed his spinal cord stimulation reprogrammed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the implantable neurostimulator (ins) was replaced on december 15 because stimulation increased on its own. The patient felt an increase in sensation without using the remote. It was noted that the issue was resolved at the time of the report.

Event description:
Additional information was received from the patient. It was reported that the patient notified their managing physician and had an appointment scheduled for (B)(6) 2016 at 1:30 pm. The steps to be taken to resolve the issue were unknown at the time as the appointment had not yet occurred.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4) found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.